Event description:
It was reported that during routine percutaneous transluminal coronary intervention, after completing successful pre-dilatation using a 2.0 x 12 trek balloon dilatation catheter, a balance middleweight (bmw) guide wire was advanced past the target lesion, then a 2.75 x 18 xience v rx stent delivery system (sds) was advanced onto the guide wire, into a non-abbott guiding catheter, and to the 1st of two previously implanted non-abbott stents in the left anterior descending (lad) coronary artery toward the target lesion, however, the xience was unable to cross through the 1st stent. The xience was withdrawn without resistance. Using a 2.5 x 14 non-abbott sds, an attempt was made to cross through the 1st non-abbott stent again, however, that sds was also unable to cross the stent, and was withdrawn from the anatomy. A non-abbott buddy wire was advanced to the target lesion, then the 2.75 x 18 xience v rx sds was re-inserted and advanced through the two existing stents without issue, then successfully deployed in the lad at 8 atmospheres. The xience v sds and guide wires were withdrawn from the anatomy without issue. Patient immediately went into cardiac arrest and cardiopulmonary resuscitation and cardioversion were subsequently performed for 30 minutes before the patient ultimately expired. A physician review of procedure films revealed that a dissection had occurred (reportedly, believed to be due to the use of the non-abbott guiding catheter), followed by abrupt vessel closure due to vasoconstriction, then no timi flow, resulting in vascular death. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide cath: cordis, stent: cypher (2); 2.5x14 resolute; 2.75x18 xience v rx. The xience v stent and trek dilatation catheter mentioned are being filed under separate manufacturer report numbers. As the device was not returned, a device evaluation could not be completed. Additionally, as the lot number was not reported, reviews of the lot history record and complaint history could not be conducted. There was no reported product deficiency. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.